Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg (related to the scs system for the cervical area) was relocated on (B)(6) 2015 due to discomfort at the pocket site. The doctor also implanted an extension to accommodate the new location of the ipg. Surgical intervention resolved the patient's issue.